Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2z4pt); product type: 0200-lead; implant date (B)(6) 2024; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that high impedances were noted following the patient's hip replacement. The physician stated in their h&p that the impedances were noted when a check was run on (B)(6) 2025. There were no other stimulation issues reported as a result of this issue. It was unknown if troubleshooting was performed. The cause was not known. Additionally, the physician noted the patient experienced worsening baseline symptoms (urgency frequency). The full system was removed and replaced with a new device. The issue has been resolved.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing; however the setscrew was backed out too far and foreign material was observed in the connector port. Analysis of the lead (lot#: va2z4pt) identified that the 0 conductor was broken 0.7 cm from the distal end of the lead. Analysis identified the insulation was broken under the 0 connector at the proximal end of the lead. Continuation of d10: product ID 978b128 lot# va2z4pt implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.